Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: large ventral incisional hernia. Postoperative diagnosis: large ventral incisional hernia. Procedure: mesh repair. Assistant: staff. Anesthesia: general endotracheal. Blood loss: less than 25 ml. Fluid: 1500 lactated ringer¿s. Complications: none. Disposition: recovery room, extubated, breathing spontaneously. Indication: this 48-year-old male, patient of dr. (B)(6), referred with a symptomatic incisional hernia. Description of procedure: ¿in the supine position, after induction of general endotracheal anesthesia, the abdomen prepped and draped in the usual manner. A curvilinear incision was made at the base of the umbilicus, carried down onto the hernia sac, which was dissected free. It was approximately fist sized. After dissecting the hernia sac free from the fascia, the defect in the fascia was approximately 3 cm across. The contents of the sac could not be reduced back to the abdominal cavity. Therefore, the fascial defect was enlarged sharply. Hernia sac was opened. There was a significant amount of omentum in the hernia sac and it was sequentially divided between clamps and ligated. The contents then are returned to the hernia sac. The hernia sac closed with running locking 3-0 vicryl and returned to the abdominal cavity. The ventral patch, 6.3 x 6.3 cm, soaked in antibiotic, rolled and passed through the defect and opened against the underside of the fascia. The tabs are sutured to the fascia with interrupted number 1 prolene and the excessive material is excised. The fascial defect is then closed with interrupted figure-of-eight number 1 prolene suture. The subcutaneous tissue is irrigated with antibiotic and reapproximated with interrupted 3-0 vicryl. The skin wound is closed with a surgical stapler. Clean, dry dressing is applied, anesthesia reversed. The patient is extubated in the operating room, taken to the recovery room awake, alert and in good condition.¿ (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: [date discrepancy; corresponding documentation of pacu and implant indicate procedure (B)(6) 2016.] (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: laparoscopic repair. Assistant: staff. Anesthesia: general endotracheal. Blood loss: less than 50 ml. Fluid: 1 liter lactated ringer¿s. Complications: none. Disposition: recovery room, extubated, breathing spontaneously. Indication: this 48-year-old male, who underwent mesh repair of an umbilical hernia, has now torn the fascia superior and to the right of the umbilicus. He is brought to the operating room for relief. Procedure: ¿in the supine position, after induction of general endotracheal anesthesia, the abdomen prepped and draped in the usual manner. 1% lidocaine with epinephrine local is used preemptively. A 2 cm incision is made at the base of the umbilicus, carried down through the fascia, posterior sheath, into the abdominal cavity. The hasson trocar introduced and secured. Pneumoperitoneum to 15 cm of carbon dioxide was obtained. Two 5 mm trocars are placed in the right lateral abdomen. Adhesions are taken down sharply. An additional two 5 mm trocars are placed in the left lateral abdomen. A 12 x 19 cm piece of dualmesh plus with corner sutures placed, is passed through the umbilical port and laid out in the abdominal cavity. Using the split needle passer the sutures are brought through to the skin and secured. Using the protac device the remainder of the mesh is tacked to the underside of the abdominal wall. Pneumoperitoneum is released. The trocars were removed. Fascial defects repaired with 0-vicryl suture. Skin was closed with a surgical stapler. Clear plastic dressings are applied. Anesthesia reversed. The patient was extubated in the operating room and taken to the recovery room awake, alert, and in good condition.¿ (B)(6) 2016: (B)(6) hospital and clinics, inc. Implant sticker. Gore® dualmesh® plus biomaterial. Ref: 1dlmcp04. Sn: (B)(6). Expiration date: 2018-09-30. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/14751813) was implanted during the procedure. (B)(6) 2018: (B)(6) hospital. (B)(6), do. Radiology- CT abdomen/pelvis. Clinical information: history abdominal pain, eval for recurrent ventral hernia. Findings: small hiatal hernia. Elevation of the right hemidiaphragm with suggestion of moderate herniation of liver parenchyma superiorly, with defect measuring approximately 10.3 cm in transverse dimensions. Umbilical/infraumbilical moderate to large ventral midline abdominal wall hernia defect measuring 7.4 x 8.3 cm (transverse and craniocaudal dimensions respectively) mr containing lower abdominal small bowel. No bowel obstruction or stranding lesion. Surgical changes of prior hernia repair. Impression: umbilical/infraumbilical moderate to large ventral midline abdominal wall hernia defect measuring 7.4 x 8.3 cm (transverse and craniocaudal dimensions respectively). (B)(6) 2019: (B)(6). (B)(6), md. Office note. Initially had umbilical hernia, repaired with mesh. Then had laparoscopic attempt to repair recurrent hernia at that site that unfortunately failed. Saw last year; trying to get him to lose some weight prior to surgery because he struggles with super obesity. Weight 408 lbs. 3.2 oz., bmi 51.02. Has been unable to lose weight. Not had obstructive symptoms. Examination: abdomen; soft, nontender, nondistended, soft reducible ventral hernia, skin intact. Impression/plan: recurrent ventral hernia. Relatively small fascial defect but fairly large hernia sac. Has not been able to lose significant amount of weight; should proceed laparoscopically in hopes we can do laparoscopic repair and avoid the wound. However sometimes these are quite difficult due to previously placed mesh and potential scar tissue where we would have to convert to open. Some of this we would have to decide intraoperatively, patient understands. He asked to put surgery off until early may so he could try and pursue weight loss in next several weeks. Talked about his high risk for recurrence of hernia in light of super obesity and recurrent nature of hernia in general. (B)(6) 2019: (B)(6), (B)(6). (B)(6), do. Office note. Preoperative exam; recurrent ventral hernia repair. History of gout, gastroesophageal reflux disease, impaired fasting glucose and is doing dietary changes for that, tobacco abuse, mallampati class: 3. Weight 404 lbs., bmi 50.5. Examination: abdomen; soft, morbidly obese, nontender to palpation, bowel sounds normoactive. Hernia; has large ventral hernia, essentially nontender. Impression/plan: recurrent ventral hernia. May proceed with proposed surgery as indicated. (B)(6) 2019: (B)(6). (B)(6), md. History and physical. There are no changes relevant to planned course of treatment. Fortunately [sic] has not been able to lose any significant weight but would like to proceed with repair at this time. (B)(6) 2019: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: laparoscopic recurrent ventral hernia repair with mesh, explantation of old mesh, and lysis of adhesions. Assistant: kerry coenen, cst, cfa. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 25 ml. Specimen: explanted mesh. Indications: the patient is a 51-year-old male who had undergone a previous ventral hernia repair with dual mesh as an outside institution. He had a recurrence shortly thereafter. This has been symptomatic. Unfortunately, he also has super obesity with a body mass index of 51. We tried aggressively over the last year to get him to lose weight in the hopes that we would proceed with component separation with mesh, but when he was unable to do so, we felt the best option was a laparoscopic repair with mesh because of his high risk for wound infections as a result of his super obesity. All the risks, benefits and alternatives were discussed, and he wished to proceed. Description of operative procedure: ¿the patient was taken to the operating room on the morning of may 10. He was placed on the operative table in supine position and attached to cardiopulmonary monitoring. He then underwent successful induction of general anesthesia with endotracheal intubation. His abdomen was then prepped and draped in standard surgical fashion. A short stab incision was made in the left subcostal position. A veress needle was introduced into the intraabdominal space and confirmed in appropriate position using the saline drop test. Carbon dioxide gas was then infused to 15 mmhg. Once the abdomen was appropriately distended, a 5 mm optiview trocar port was cautiously placed under endoscopic vision. The abdomen was then explored. There are some omental adhesions and including the area of the transverse colon up to the hernia defect which was the midline in the periumbilical area. The fascial defect looked to be about 10 x 15 cm. I began lysis of adhesions after placing two 5 ports in the right lateral abdomen and eventually would place a 10 port in the left lateral abdomen. The lysis of adhesions was then done using a combination of sharp dissection with the assistance of the harmonic scalpel. All the omentum was reduced from the hernia sac. There was a piece of mesh going across the defect that had completely contracted into a narrow rolled up piece that bridged the defect with empty space above and below it. This was secured with what looked like some previous gore-tex sutures. I then used the harmonic scalpel to free the mesh circumferentially from the fascial defect, explanting it in 1 piece, and then extracting it out through our 10 mm port site and sending it for permanent. The patient had a very large hernia sac, but again the neck of the hernia at the fascial defect was not that large. I did dissect the preperitoneal tissue off of the abdominal wall inferiorly to get down near the level of the symphysis pubis. I also freed the falciform ligament from the abdominal wall superiorly. This was done with the harmonic scalpel. Given his morbid obesity, I wanted a fairly large piece of mesh that would provide me excellent overlap. I chose a piece of bard ventralight st mesh with the echo system using a 25 x 33 cm piece. This was soaked in saline, rolled, and inserted into the abdomen. It was then brought up to the abdominal wall and the echo system was deployed. The oval was placed in the midline with the longest dimension running superior to inferior. This gave us excellent overlap circumferentially. I then used a pds strap tacker to place tacks circumferentially around the outer margin of the mesh and then a more central ring of tacks in the more central portion of the mesh. At that juncture, I then preplaced 0 silk sutures through our previous port sites at the 10 o¿clock, 8 o¿clock, 2 o¿clock and 4 o¿clock positions and then additionally made stab incisions at the 6 and 12 o¿clock positions and placed transfascial fixation sutures at all of those positions using 0 ti-cron suture. At that point, the mesh was in excellent position. We had no sign of any bleeding or fluid collections. The omentum was draped over the small bowel. I then injected a combination of exparel and 0.25% bupivacaine in transversus abdominis plane in subcostal position bilaterally for a block and injected our fixation sites as well. I then removed all of our ports under endoscopic vision. Pneumoperitoneum was evacuated. Our transfascial fixation sutures were ligated. We then closed the skin with 4-0 vicryl subcuticular and dermabond was applied. Throughout the procedure, I was assisted by my surgical tech, kerry coenen, who helped facilitate dissection, exposure, camera operation, and closure. Our sponge, needle and instrument counts were correct. Surgical drapes removed, and patient was then awoken from general anesthesia, extubated, and transported to the recovery area without complication.¿ (B)(6) 2019: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2019 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 14751813. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2016, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh contracted, mesh removal and additional surgery. Additional event specific information was not provided.